Event description:
It was reported that at first fitting on (B)(6) 2012 there was no hearing improvement. The processor was checked. A rtf measurement carried out on (B)(6) 2012 did not reveal any visible results. Though the pt reported a very soft sound sensation at 1.5khz and 2khz. A CT scan did not reveal any unusual position of the fmt. There is no accident or trauma known. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.